Event description:
It was reported to boston scientific on 11/07/2006 a patient death associated with an intracranial stenting procedure. It was reported that "the patient came in bad shape, had a dissected artery. This (device in question - stent) was used in an off label procedure. The doctor said that the stent did not cause the patient death." It was reported that the procedure was completed with this device.

Manufacturer narrative:
The device in question will not be returned to the manufacturer because it remains implanted. A device history record (DHR) review and similar complaints review were performed as part of the device evaluation. The DHR review found no issues or discrepancies, confirming that this device met all required specifications. The similar complaints review found one complaint in the same batch. The complaint mode seems unrelated, because the complaint was for a stent deployment issue. In this case, there is no alleged deficiency with the device in question, as the physician stated that the patient death was not related to the device in question. Based on the facts and findings, boston scientific acknowledges the occurrence of a patient death. Boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.